Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system collimators were off center; preventing the images from being viewed on the monitors. There is no report of injury or death associated with the event descried in this complaint.